Event description:
(B)(6) study. It was reported that arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject did not receive any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve system involved partial resheathing of the lotus valve in the delivery catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. On the same day of index procedure, the subject developed complete left bundle branch block. The subject had a prolonged hospitalization and no other action was taken to treat this event. The event was considered recovered/resolved. One (1) days post index procedure, subject was noted to have a small hematoma at the puncture site. No action was taken to treat this event. Two (2) days post index procedure, the subject developed first degree av block. No action was taken with regards to this event. Three (3) days post index procedure, blood tests revealed elevated inflammatory markers. The subject had a prolonged hospitalization and no other action was taken to treat this event. In (B)(6) 2015, the subject was discharged on aspirin and clopidogrel.